Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Device lot number, or serial number, unavailable. Unique device identification(UDI) not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to surgery. It was reported that the cannulated 6.5mm tap was jammed and there was a visible grove behind the locking mechanism where it attached so the tracker. The surgery was completed with navigation and there was no known impact on patient outcome.

Manufacturer narrative:
Additional information: UDI number provided.

Manufacturer narrative:
Additional information: lot number provided. The tap was returned to the manufacturer for analysis. Analysis found that the tap has a line of galling visible on the shaft near the knuckle. However, the tap was able to insert, rotate and release from a known good tracker without issue. Analysis found that the reported event was related to a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.